Manufacturer narrative:
As the marksman catheter was received in a condition was contradictory to the complaint description. The catheter found separated and distal end and distal end was not returned. There was not any allegation was reported against the marksman catheter during time of the event. Upon follow up customer refused to provided any further detail. Upon visual inspection, no damages were observed with the marksman hub. No bend or kinks were found with the marksman catheter body; however, the distal of the marksman catheter body was found stretched. The marksman catheter distal end was found separated. It could not be determined how much of the marksman catheter was separated and missing as the model could not be ascertained. The marksman distal separated end was not returned, and the location of the missing segment could not be determined. The outer tubing material of the separated end exhibited with plastic deformation (jagged edges and stretching) with the inner wire stretched and protruding from between the inner liner and outer tubing. The marksman catheter was flushed, water exited from the separated distal end. Regarding the observed damage and separation with the returned marksman catheter the cause could not be determined as the issue was not reported by the customer and there was no allegation made against this device. The separated outer tubing material exhibited with plastic deformation which indicates the catheter separated as the tensile strength of the tubing material was exceeded. However, the cause for the damage and separation for this event could not be determined.

Event description:
Medtronic received a report that the react catheter "sheared off" while the physician was pulling the solitaire through it. It was noted that the patient's anatomy was very tortuous, and force was used to pull the solitaire through the react. The sheared portion of the react reportedly remains inside the patient. There were no reports of patient symptoms in association with this event. Evaluation of the returned device found that marksman catheter distal end was found separated.